Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, and the patient will continue to be monitored. No adverse patient effects were reported. Additional information was received, and this pacemaker has been explanted and successfully replaced no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and the patient will continue to be monitored. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted and successfully replaced no additional adverse patient effects were reported.